Manufacturer narrative:
B5: event description was updated.

Event description:
The following was reported to gore: on (B)(6) 2024, a patient was treated for a popliteal artery aneurysm in the right leg with three 13 x 10 gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn device). The viabahn devices were deployed in an overlapped fashion with no issues and dilated with a 10 x 20 mm balloon (unspecified brand) distally. A 14 x 40 mm balloon was used proximally and all dilations were reported to inside the viabahn devices. It was confirmed there were no issues encountered during the implant procedure. On (B)(6) 2024, the patient presented emergently and was admitted with one occluded viabahn device that was implanted proximally. Thrombolysis was performed the morning of (B)(6) 2024, to clear the occlusion in the viabahn device. Twenty hours later, on (B)(6) 2024, the patient died due to a stroke. The physician stated he does not understand how the patient developed an occlusion in the viabahn device. It is unknown if the patient was compliant with the anti-platelet regime. It is also unclear if the patent had suitable run off in the btk vessels.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. A4, b7: additional patient information was requested, but not made available. Further details were requested from user facility. As of today, no further details have been provided. H6: code c19: review of device manufacturing record history confirmed device met pre-release specifications. H6: code b20: the device remains implanted and no images were provided; therefore, direct product analysis was not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2024, a patient was treated for a popliteal artery aneurysm in the right leg with three 13 x 10 gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn device). The viabahn devices were deployed with no issues and dilated with a 10 x 20mm balloon (unspecified brand) distally. A 14x40mm balloon was used proximally and all dilations were inside the viabahn devices. On (B)(6) 2024, the patient presented in the emergency department and was admitted with an occluded viabahn device that was implanted proximally. Thrombectomy was performed to clear the occlusion in the viabahn device. On an unknown date, the patient suffered a stroke and died. The physician stated he cannot understand how the patient developed an occlusion in the viabahn device. The physician is also unsure if the patient was compliant with the anti-platelet regime.